Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (probnp) result for one patient on their e601 analyzer. The patient's initial probnp result was <5 pg/ml. The repeat result was 4562 pg/ml. The repeat result seemed more suitable to the patient's condition. It was unknown if either result was reported outside the laboratory. No adverse events had been reported. The probnp reagent lot number and expiration date were not provided. The customer stated the sample probe cleaning had not been done lately, and agreed to perform it. With the lack of information provided by the customer, a root cause could not be determined.